Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). The console was evaluated by the mcp service department and long term testing was performed. Communication between the hl20 and rotaflow was tested. The odu connection was fixed. (B)(4).

Event description:
On (B)(6) 2013, the (B)(4) technician contacted the technical support department for guidance on rotaflow console (B)(4). According to (B)(4) a "no _sel" error messages appears on the display during operation. (B)(4).